Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip. The insulin pump had moisture damage on the display board.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, following a rain storm. His blood glucose level was 280 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.